Event description:
During the procedure, the physician used a wilson-cook za stent expandable metal biliary stent system to maintain patency of a biliary stricture. The stent deployed successfully. When the introducter was retracted a 15 cm portion of the inner catheter detached from the introduction system. The detached portion was retrieved from the pt with a snare. The report indicated there was no injury to the pt.